Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the message is due to high device outputs which could result in less than ninety days between eri and eol declaration. The system remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that a message was generated for this system stating there could be less than three months from elective replacement indicator (eri) to end of life (eol). It was noted that device outputs are high due to elevated threshold measurements and decreased pacing impedance measurements on the right ventricular (rv) channel. No adverse patient effects were reported.